Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c arm was not moving. Review of system log files shows that the geometry errors on c-arm movement. Fse found issue with fuse 1 of the scc and due to loose contact geometry input/output box (gib) was not communicating with scc. The philips engineer has replaced the fuse and reseated all connections. After replacement of fuse and reseating all the connections the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that c-arm movement was not possible. There was no report of harm.